Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to fluctuating blood glucose reading. Blood glucose was 279 mg/dl t the time of admission. Customer was treated with insulin pump at the hospital. Customer states meter and pump show close blood glucose reading but bare meter shows differently. Customer also had a blood glucose of 40 mg/dl but did not indicate how it was treated. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.